Manufacturer narrative:
Investigation: the disposable sets were not returned for investigation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested,with no abnormalities noted. Hemolysis testing was performed on the cationized and super-cationizated membranes from atypical hemolyzed lot, with hemolysis found. The manufacturing and testing records were reviewed with no issues noted. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported that he is discarding approximately 20-30% of the plasma being drawn at his blood center due to a red tinge the customer is describing as hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4) investigation evaluation and corrective actions are in-process. A follow-up report will be provided.